Event description:
It was reported that the programmer was returned for repair. Follow-up determined that the representative mentioned a "glitch" but as that representative is no longer with the company no further information is available. The programmer has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the external programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer failed the emergency key test due to the emergency cable connector not being fully connected to the xy board and therefore the emergency cable connector was reseated. No other anomalies were found. (B)(4).